Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer. Replacement parts were ordered and shipped to the customer site to repair and resolve their issue.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. Reporting institution phone #: (B)(6).

Event description:
It was reported the customer requested five loudspeaker assemblies. It is unknown if the device was in clinical use at the time of the event, no adverse event or patient harm was reported.